Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the upper/lower case and one output connector were broken. Analysis also found that one side bail cover and lead flex cover was broken.

Event description:
The external pulse generator was returned because it was damaged. It subsequently tested out of specification during the manufacturers analysis. No patient involvement was reported.